Manufacturer narrative:
Date of event is estimated during processing of this complaint, attempts were made to obtain patient weight. Additional components potentially involved in the event include: common device name: protege model: 3771, UDI: (B)(4), serial:(B)(6) , batch:a000026888 . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was inoperable. It is unknown if the patient stoppled charging the device. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed. Note: it is unknown which ipg is related to this issue.

Manufacturer narrative:
Correction: it was reported it was unknown if the patient stopped charging. There was no report that the patient stopped recharging.